Event description:
Allegedly, patient was revised due to Aseptic loosening Femur/ Aseptic loosening Tibia. SRNJR Number: (b)(4). Side: L. Gender: F.

Manufacturer narrative:
MicroPort was made aware of this revision from the United Kingdom National Joint Registry. Reference investigation memorandum for full information. The indications for revision are known inherent risks of the device and/or procedure. Furthermore, there were no increases in hazard and harm risk levels identified for these product families. Therefore, no additional action is required.